Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window, partially broken reservoir tube lip and missing reservoir tube lip o-ring. There was no belt clip received with the device and the belt clip anomaly was unable to be verified. The insulin pump was received with bleeding lcd glass. There was no broken off pieces at the battery tube threads area. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised there were pieces of the insulin pump that were missing at the battery compartment. Troubleshooting for cosmetic damage was performed. Customer advised they are not sure how pieces of the insulin pump chipped off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.